Event description:
Reported due to protective balloon cover remaining in the patient and requiring surgical intervention. In 2005, the physician performed angioplasty of both the iliac and superficial arteries (sfa) with a "variety of balloons."the fox pta balloon catheter was one of the balloons used in the left sfa. The pt was discharged to home the next day. Reportedly, "a month or so later, the pt came back with worsening symptoms." Exact symptoms are unknown. A doppler ultrasound was performed and revealed an "occlusion in the trifurcation due to something that was left in the body at the time of the angioplasty," a computed tomography (CT) was also done and confirmed the cause of the occlusion to be, "a tube of some description." The physician attempted to snare the foregin object but was unsuccessful, so the pt was taken to surgery for removal of the object. During surgery, the plastic object that was removed was though to be "a protective cover from an angioplasty balloon." Although multiple attempts have been made, no additional information was received.